Event description:
Presumed lens calcification. The lens was implanted in 1998. The patient visual acuity reduced from 20/50 to count fingers. The lens remains implanted. The patient suffers of diabetic retinopathy.